Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely corrosion on the scope connector resulted in incompatible scope error e315 being displayed. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited incompatible scope error e315. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.